Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor for the imaging system was adjusted. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: pn: bi71000166, ln/sn: unk . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door of the imaging system malfunctioned. It was reported that when the door was closed, the pendant displayed the door was open. Prompting the door to open/close on the pendant did not restore functionality as nothing occurred. There was no patient present when this issue was identified.